Event description:
As reported, during valve deployment of a 26mm edwards sapien 3 ultra transcatheter heart valve, in aortic position by right subclavian access, the delivery system's balloon ruptured immediately. A large nodule of calcium was noted in the right subclavian artery at the level where the pusher came back and interacted with the balloon. The access vessel size was 10.2 mm. A calcified nodule was present in one area. The vessel was not very tortuous. The valve stayed crimped as no contrast entered the valve portion of the balloon. The valve was able to be pulled back into the esheath and removed as one unit. A second 14 fr esheath was inserted, a second 26mm s3u valve was prepped on new commander ds. The ds with valve was advanced without issue and the valve was deployed successfully.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation and the following was observed. I/c bond observed separated with proximal wing flared out. No other damage or abnormalities observed on balloon. Imagery was provided from the site and revealed the following: delivery system with crimped thv retrieved from patient and I/c bond observed separated with proximal wing flared out. Tortuosity and calcification observed within the patient's arterial anatomy. The device product verification testing as a requirement prior to lot release. A sample set of finished devices are selected for product verification testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed based on evaluation of the returned device and provided imagery. However, no manufacturing non-conformances were identified during engineering evaluation. A review of the DHR, lot history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ''valve alignment performed. On deployment of the valve, the commander balloon ruptured immediately''. Evaluation of the returned device and provided imagery revealed an I/c bond separation. Per 3mensio review, significant tortuosity was present within the patient's arterial anatomy. As the delivery systems are 100% tested for leakage, and as this issue was undetected during preparation, it is likely that damage to the delivery system occurred during the procedure. Although valve alignment difficulty was not reported, it is possible high tension on the system after valve alignment resulted in crimp balloon tearing prior to thv deployment. Potential root causes for material separation between the inflation balloon and crimp balloon have been identified and documented in pra. Performing valve alignment in a non-straight section can cause the valve to ''dive'' into the lumen of the flex tip where part of the crimped valve slides into the flex tip lumen. If the thv is unseated (non-coaxial placement of valve in relation to the flex tip) during alignment, it can result in higher than usual tension on the system. With built-up tension, it is possible that navigating the thv in a tortuous aortic root can further increase tension, weakening the balloon and causing the crimp balloon to tear. However, without applicable procedural imagery, a definitive root cause is unable to be determined. Available information suggests that patient (tortuosity) and/or procedural factors (valve alignment in non-straight section) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment (pra) was previously initiated and to address the issue, a corrective action preventative action (CAPA) was previously initiated to drive corrective actions. The CAPA was closed after demonstrating a reduction in complaint rates.